Event description:
Resident was being transferred from a bed with a floor lift and a clip sling. Resident had been picked up and moved to the sitting position with the dynamic positioning system. As the lift was being moved to the chair, at approximately 2 feet from the bed, the 2 caregivers heard a loud snap. The right side shoulder clip had broken, releasing the resident who fell to the floor. The 2 caregivers caught the resident's upper body and supported his head but his legs slid out of the sling and hit the floor. X-rays were taken and were negative. The resident sustained bruises that did not require any treatment.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the manufacturer arjohuntleigh (B)(4) (registration #(B)(4)). A complete investigation was performed by the manufacturer, including a review of the trend of similar problem and history of the product involved. When looking at adverse events containing similar description (sling clip breakage or detachment of non arjohuntleigh sling when used with arjohuntleigh lift), there is a trend of less than one similar event in average by year, so the occurrence rate appears to be very low when compared to the number of transfer daily performed with clip sling on the worldwide market. Since the event is related to the breakage of another manufacturer component, and the floor lift was declared to be working as per specifications, no history review or product return was deemed necessary. The arjohuntleigh representative performed an on-site evaluation of the device; they are a member of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. The sling involved in this event was manufactured by practical products for living inc. Besides the broken clip, the sling had two holes on the back rest and other clips were found worn. Since the design and manufacture of the sling was performed by another manufacturer, not affiliated with arjohuntleigh, the manufacturer of the floor lift has no information which supports the design, manufacturing or device history for the sling. The cause of the breakage cannot be assessed by the floor lift manufacturer, since the specifications of the sling and sling clips, such as the tensile strength of the clips, are unknown. However, the labeling of the floor lift clearly warns against using slings that were not manufactured by arjohuntleigh. Specifically, the maxi move instructions for use (001.250160.en rev 7) clearly warns in page 8: "caution: use only arjohuntleigh slings and stretchers which have been specifically designed for the maxi move." Since the labeling warns against using slings from other manufacturers, the cause of this event is attributed to a user error, most likely related to a lack of training. It is recommended to retrain the customer about contain of the maxi move instructions for use, especially about recommendations mentioned above. During the on-site visit, the customer has already been informed of the importance of using only arjohuntleigh slings with arjohuntleigh lifts and was recommended to remove all similar slings (non-arjohuntleigh clip slings) from service. The manufacturer of the sling involved has been informed of the event.